Event description:
Pt admitted with diagnosis of failed left total hip replacement. The pt originally underwent replacement in 1989. The pt had done well till one and a half yrs ago, started complaining of discomfort in the groin region and noted something different about their left hip with shortening of left leg in comparison to right lower extremity. Per surgeon pt had a broken ceramic head and a fractured acetabular component. The pt underwent revision of left total hip arthroplasty.